Manufacturer narrative:
After multiple attempts to contact the author of the case report to obtain information pertaining to the device and the incident, no response was obtained. There are multiple factors such as patient anteroposterior diameter, incorrect positioning/alignment of the chest pads and/or the table base or spinal surgery top and rvot (right ventricular outflow tract) obstruction that could have caused the circulatory collapse. Due to availability of limited information and evidence, the root cause of this incident is thus deemed as inconclusive. Literature citation: jung, h. Et al. (2024) circulatory collapse during scoliosis surgery on jackson table: a case report, medical biological science and engineering, 7(1), pp. 59-63. Doi:10.30579/mbse.2024.7.1.59.

Event description:
A child undergoing scoliosis surgery experienced a circulatory collapse which resolved when turned from prone back to supine. The doctors suspect the chest pad caused a mechanical obstruction related to the patient's 15cm anteroposterior chest dimension. The surgery was successfully completed on a table with longitudinal bolsters. Reported in medical biological science and engineering journal: hoon jung1, soeun jeon2, jin song yeo3, hyun-su ri1. Department of anesthesiology and pain medicine, 1school of medicine, kyungpook national university, 2school of dentistry, kyungpook national university, 3kyungpook national university hospital, daegu, korea. Doi- https://doi.org/10.30579/mbse.2024.7.1.59.

Manufacturer narrative:
Literature citation: jung, h. Et al. (2024) circulatory collapse during scoliosis surgery on jackson table: a case report, medical biological science and engineering, 7(1), pp. 59-63. Doi:10.30579/mbse.2024.7.1.59.

Event description:
A child undergoing scoliosis surgery experienced a circulatory collapse which resolved when turned from prone back to supine. The doctors suspect the chest pad caused a mechanical obstruction related to the patient's 15cm anteroposterior chest dimension. The surgery was successfully completed on a table with longitudinal bolsters. Reported in medical biological science and engineering journal. Hoon jung1, soeun jeon2, jin song yeo3, hyun-su ri1. Department of anesthesiology and pain medicine, 1school of medicine, kyungpook national university, 2school of dentistry, kyungpook national university, 3kyungpook national university hospital, daegu, korea. Doi- https://doi.org/10.30579/mbse.2024.7.1.59.